Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure device was perforating left fallopian tube / malposition of essure device: left device was displaced"), uterine perforation ("right essure device is perforating the uterus / right essure device could not be located"), device breakage ("device breakage"), genital haemorrhage ("abnormal heavy bleeding") and pregnancy with contraceptive device ("pregnant") in a (B)(6) female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant" in (B)(6) 2010 and device monitoring procedure not performed "did you undergo an essure confirmation test? No". On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain / dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). In 2009, the patient experienced fatigue ("fatigue / fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuations / weight gain / loss"), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced nervous system disorder ("neurological conditions or problems"). On (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain / pain") and hormone level abnormal ("hormonal changes"). In 2016, the patient experienced ovarian cyst ("left ovarian cyst"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and migraine ("migraine"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe abnormal lower abdominal pain"), irritable bowel syndrome ("irritable bowel syndrome"), night sweats ("night sweats"), premenstrual syndrome ("amplified premenstrual symptoms"), polycystic ovaries ("polycystic ovary syndrome") and vertigo ("vertigo"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (on (B)(6) 2015 ,hysteroscopy, diagnostic laparoscopy, removal of left essure device), surgery (on (B)(6) 2015, laparoscopy, removal of left essure device) and surgery (on (B)(6) 2015, laparoscopy, removal of left essure device). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain lower, dyspareunia, fatigue, headache, weight fluctuation, depression, anxiety, ovarian cyst, vaginal haemorrhage, menorrhagia, irritable bowel syndrome, night sweats, premenstrual syndrome, polycystic ovaries, vertigo, hormone level abnormal, gastrointestinal disorder, nervous system disorder and migraine had not resolved and the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, nervous system disorder, night sweats, ovarian cyst, pelvic pain, polycystic ovaries, pregnancy with contraceptive device, premenstrual syndrome, uterine perforation, vaginal haemorrhage, vertigo and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), device breakage, irritable bowel syndrome, night sweats, amplified premenstrual symptoms, polycystic ovary syndrome, left essure device was perforating left fallopian tube / malposition of essure device: left device was displaced, vertigo, hormonal changes, gastrointestinal or digestive system condition, neurological conditions or problems, migraine, did you undergo an essure confirmation test? No.", reporter added from pfs. On 27-feb-2018: reporter added from medical record. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure device was perforating left fallopian tube / malposition of essure device: left device was displaced"), uterine perforation ("right essure device is perforating the uterus / right essure device could not be located/advised the right coil had migrated to utreus"), device breakage ("device breakage"), genital haemorrhage ("abnormal heavy bleeding"), pregnancy with contraceptive device ("pregnant (no complications)") and caesarean section ("cesarean section") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant" in september 2010 and device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's previously administered products included for an unreported indication: depo-provera from 1-jan-2009 to 6-jan-2009 and birth control pills from 1995 to 1-jan-2009. Concurrent conditions included multigravida and parity 4 (dates of live births: (B)(6) 1999, (B)(6) 2003, (B)(6) 2008, (B)(6) 2011). Concomitant products included oral contraceptive nos for birth control, medroxyprogesterone (depo provera) for contraception, cilest (ortho tri-cyclen) from 27-dec-2016 to 18-dec-2017 for ovarian cyst as well as clonazepam (klonopin) since 1-jun-2014. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain / dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and gastrointestinal disorder ("gastroinstestinal or digestive system condition"). In 2009, the patient experienced headache ("headaches"), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2010, the patient experienced weight fluctuation ("weight fluctuations / weight gain / loss") and weight increased ("weight gain"). On (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2011, the patient underwent caesarean section (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced fatigue ("fatigue / fatigue"). On (B)(6) 2014, the patient experienced nervous system disorder ("neurological conditions or problems"). On (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain / pain") and hormone level abnormal ("hormonal changes"). On (B)(6) 2015, the patient experienced reproductive tract disorder ("reproductive system disorder or conditions: type of disorder or conditions: unspecified"). In 2016, the patient experienced ovarian cyst ("left ovarian cyst"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and migraine ("migraine"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe abnormal lower abdominal pain"), irritable bowel syndrome ("irritable bowel syndrome"), night sweats ("night sweats"), premenstrual syndrome ("amplified premenstrual symptoms"), polycystic ovaries ("polycystic ovary syndrome") and vertigo ("vertigo"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place beginning at week 4 of the pregnancy with a potential fetal exposure during the first, second and third trimesters of pregnancy. The patient was treated with ibuprofen, surgery (on (B)(6) 2016 ,hysteroscopy, diagnostic laparoscopy, removal of left essure device), surgery (on (B)(6) 2016 ,hysteroscopy, diagnostic laparoscopy, removal of left essure device) and surgery (on (B)(6) 2016 ,hysteroscopy, diagnostic laparoscopy, removal of left essure device). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain lower, dyspareunia, fatigue, headache, weight fluctuation, depression, anxiety, ovarian cyst, vaginal haemorrhage, menorrhagia, irritable bowel syndrome, night sweats, premenstrual syndrome, polycystic ovaries, vertigo, hormone level abnormal, gastrointestinal disorder, nervous system disorder, migraine, weight increased and reproductive tract disorder had not resolved and the pregnancy with contraceptive device and caesarean section outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on 31-may-2011. The reporter considered abdominal pain lower, anxiety, caesarean section, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, nervous system disorder, night sweats, ovarian cyst, pelvic pain, polycystic ovaries, pregnancy with contraceptive device, premenstrual syndrome, reproductive tract disorder, uterine perforation, vaginal haemorrhage, vertigo, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight: 170 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. On 01-sep-2010, learned she was pregnant via pregnancy symptoms. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-oct-2018: reporter information was added. Pregnancy delivery type was updated. Lab data was added. Her concomitant/treatment medications were added. Per plaintiff fact sheet event: event: advised the right coil had migrated to uterus was clubbed with previously reported event: uterine perforation. Event: cesarean section and reproductive system disorder or conditions: type of disorder or conditions: unspecified. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure device was perforating left fallopian tube / malposition of essure device: left device was displaced"), uterine perforation ("right essure device is perforating the uterus / right essure device could not be located"), device breakage ("device breakage"), genital haemorrhage ("abnormal heavy bleeding") and pregnancy with contraceptive device ("pregnant") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant" in (B)(6) 2010 and device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's previously administered products included for an unreported indication: depo-provera from (B)(6) 2009 to (B)(6) 2009 and birth control pills from 1995 to (B)(6) 2009. Concurrent conditions included multigravida and parity 4. Concomitant products included cilest (ortho tri-cyclen) from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain / dysmenorrhea (cramping)", dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and gastrointestinal disorder ("gastroinstestinal or digestive system condition"). In 2009, the patient experienced fatigue ("fatigue / fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuations / weight gain / loss"), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2010, the patient experienced weight increased ("weight gain"). On (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced nervous system disorder ("neurological conditions or problems"). On (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain / pain") and hormone level abnormal ("hormonal changes"). In 2016, the patient experienced ovarian cyst ("left ovarian cyst"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and migraine ("migraine"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe abnormal lower abdominal pain"), irritable bowel syndrome ("irritable bowel syndrome"), night sweats ("night sweats"), premenstrual syndrome ("amplified premenstrual symptoms"), polycystic ovaries ("polycystic ovary syndrome") and vertigo ("vertigo"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (on (B)(6) 2015 ,hysteroscopy, diagnostic laparoscopy, removal of left essure device), surgery (on (B)(6) 2015 ,laparoscopy, removal of left essure device) and surgery (on (B)(6) 2015 ,laparoscopy, removal of left essure device). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain lower, dyspareunia, fatigue, headache, weight fluctuation, depression, anxiety, ovarian cyst, vaginal haemorrhage, menorrhagia, irritable bowel syndrome, night sweats, premenstrual syndrome, polycystic ovaries, vertigo, hormone level abnormal, gastrointestinal disorder, nervous system disorder, migraine and weight increased had not resolved and the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, nervous system disorder, night sweats, ovarian cyst, pelvic pain, polycystic ovaries, pregnancy with contraceptive device, premenstrual syndrome, uterine perforation, vaginal haemorrhage, vertigo, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event per pfs: weight gain. Medical history and concomitant medication added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure device was perforating left fallopian tube / malposition of essure device: left device was displaced"), uterine perforation ("right essure device is perforating the uterus / right essure device could not be located"), device breakage ("device breakage"), genital haemorrhage ("abnormal heavy bleeding") and pregnancy with contraceptive device ("pregnant") in a 30-year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant" in (B)(6) 2010 and device monitoring procedure not performed "did you undergo an essure confirmation test? No". On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain / dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and gastrointestinal disorder ("gastroinstestinal or digestive system condition"). In 2009, the patient experienced fatigue ("fatigue / fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuations / weight gain / loss"), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced nervous system disorder ("neurological conditions or problems"). On (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain / pain") and hormone level abnormal ("hormonal changes"). In 2016, the patient experienced ovarian cyst ("left ovarian cyst"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and migraine ("migraine"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe abnormal lower abdominal pain"), irritable bowel syndrome ("irritable bowel syndrome"), night sweats ("night sweats"), premenstrual syndrome ("amplified premenstrual symptoms"), polycystic ovaries ("polycystic ovary syndrome") and vertigo ("vertigo"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (on (B)(6) 2015, hysteroscopy, diagnostic laparoscopy, removal of left essure device), surgery (on (B)(6) 2015 ,laparoscopy, removal of left essure device) and surgery (on (B)(6) 2015, laparoscopy, removal of left essure device). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain lower, dyspareunia, fatigue, headache, weight fluctuation, depression, anxiety, ovarian cyst, vaginal haemorrhage, menorrhagia, irritable bowel syndrome, night sweats, premenstrual syndrome, polycystic ovaries, vertigo, hormone level abnormal, gastrointestinal disorder, nervous system disorder and migraine had not resolved and the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, nervous system disorder, night sweats, ovarian cyst, pelvic pain, polycystic ovaries, pregnancy with contraceptive device, premenstrual syndrome, uterine perforation, vaginal haemorrhage, vertigo and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.